Event description:
It was reported that removal difficulty occurred. A cryo needle was selected for use. During the procedure, the I-thaw did not work and removal of the needle was not easy. A few moments of waiting were required before removal and another needle was eventually used to complete the procedure.

Event description:
It was reported that removal difficulty occurred. A cryo needle was selected for use. During the procedure, the I-thaw did not work and removal of the needle was not easy. A few moments of waiting were required before removal and another needle was eventually used to complete the procedure. It was further reported that the target lesion was located in the renal artery. There were no patient complications, and the patient was okay post procedure.

Event description:
It was reported that removal difficulty occurred. A cryo needle was selected for use. During the procedure, the I-thaw did not work and removal of the needle was not easy. A few moments of waiting were required before removal and another needle was eventually used to complete the procedure. It was further reported that the target lesion was located in the renal artery. There were no patient complications and the patient was okay post procedure.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the device revealed no obvious damage. The complaint device was connected to the console and during functional testing an ithaw error appeared. Disassembly of the needle found damage to the heater wire.